Event description:
Title: temporary tectonic posterior corneal lamellar graft without descemet's stripping for ab-interno sealing of large corneal perforation in severe dry eyes. This is a case study of a patient in her early 70s with a known diagnosis of limited scleroderma with anticardiolipin antibody, lupus, type 2 diabetes mellitus and sjogren¿s syndrome with raynaud¿s symptoms presented to eye casualty with bilateral filamentary keratitis with severe dry eye. She underwent an emergency temporary tectonic posterior lamellar graft to form the anterior chamber using 9.0 prolene sutures. Reported complications are n=1; 70s female. Graft stuck in the periphery scar and thinning. Treatment: underwent another procedure to remove the donor posterior lamellar corneal tissue. In conclusion, the limitation of this technique is that there may be some endothelial cell loss in the mid-peripheral corneal where the donor posterior corneal lamella is attached. Whether peripheral or central endothelial cells retain the same proliferative potential remains unclear.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: bmj case rep. 2025 feb 3;18(2):e262304. Https://doi.org/10.1136/bcr-2024-262304 pmid: 39900400.